Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted the animas corporation alleging the down arrow button was intermittently responsive. The reporter stated that the issue started 5 months ago and progressively worsened. The reporter denied the pump was exposed to trauma or moisture. The reporter claimed the pump was worn in a pouch around the waist and the pump was not cleaned. There is no reported adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the up and down arrow buttons were intermittently unresponsive. There was evidence of keypad contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a scratched, discolored/faded display screen, which has no effect on insulin delivery function.